Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had stored episodes of oversensed noise shortly after implant. The noise was oversensed and lead to a little over two seconds of asystole for the patient. The noise was suspected to have been air escaping from the header. The clinical observations resolved. The device remains in service.